Manufacturer narrative:
A4: weight estimated. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and a conclusive cause for singe leaflet device attachment (slda) cannot be determined. The reported unexpected medical intervention was a result of case specific circumstances as one additional clip was successfully implanted reducing the mitral regurgitation to grade 2. Based on the information reviewed, there is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Weight estimated. The clip remains in patient and will not be returned for evaluation. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed as the clip detached from one leaflet, while remaining attached to the other leaflet, a single leaflet device attachment (slda). It was reported that on (B)(6) 2021, the patient presented with functional mitral regurgitation (mr) grade 4, with a cleft on the posterior leaflet. The first mitraclip was deployed without an issue. Approximately one minute later, the clip detached from the posterior leaflet, while remaining attached to the anterior leaflet, a single leaflet device attachment (slda). There was no tissue injury observed due to the slda. As treatment for the slda, another mitraclip was successfully implanted. The mr had been reduced to moderate, grade 2. There was no adverse patient sequela. No additional information was provided regarding this issue.